Event description:
It was reported that the patient presented for a follow-up in clinic with a declined ventricular rate. It was noted that the pacemaker had no magnet response. The pacemaker was explanted and replaced. The patient was stable.

Event description:
It was reported that the pacemaker failed to be interrogated and exhibited an unspecified low voltage output issue.

Manufacturer narrative:
The reported events of pacing output issue, no magnet response, and inability to interrogate were confirmed. The device was received with no output and no telemetry communication. The device was cut open for further testing and the battery was found depleted. The device was tested by connecting to an external power source. Test results indicated elevated current drain, isolated to a defective component on the flex rf module, depleting the battery sooner than expected.